Event description:
A patient in (B)(6) was undergoing crrt with a prismaflex m100 filter set. During treatment the nurse observed an external leak on the replacement line at the y connector near the venous bubble trap, the blood loss was estimated to be 10 ml. Treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 150 ml. The patient was not symptomatic and did not require any medical intervention as a result of the blood loss.

Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved product were provided however, it was not possible to determine the root cause of the leaking from the pictures. There was no leakage reported during the priming of the product before the event. The review of the complaint history files and device history record for lot number 13f0702g shows no nonconformities.